Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving baclofen with an unknown concentration at an unknown daily dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that there was a volume discrepancy on a pump that was implanted in (B)(6) 2016. It was reported that the pump was refilled on (B)(6) 2017 with the actual reservoir volume (arv) of 19.4 mls and the expected reservoir volume (erv) of 12.4 ml. So, there was a shortfall and ¿under delivering¿ of 7 mls. At the refill on (B)(6) 2017, the arv was 7mls and the erv was 10.9 mls and it was reported that there was a theoretical ¿over delivery¿ of 3.9 mls. A catheter investigation was carried out and imaging suggests the catheter is not compromised. It was noted that due to the nature of the variances, the manufacturer representative was going to attend the patient¿s next refill in (B)(6) 2017. There were no reported patient symptoms and it was reported that it was unknown if there were any patient symptoms. It was reported that the serial number of the pump was unknown as the manufacturer has not interrogated the device as it is currently in situ. It was noted that the exact refill date in april is unknown.

Event description:
Additional information was received. It was reported that the manufacturer representative visited the customer and follow-up on the affected patient¿s latest refill. Again, a discrepancy of 4.5 ml more than calculated was observed at a refill completed on (B)(6) 2017. It was noted that the catheter¿s integrity was investigated and was deemed patent. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign manufacturer representative (rep). It was reported the pump was explanted last week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the model number of the pump is 8637-40, the model number of the pump was previously reported as unknown. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump was explanted on (B)(6) 2017. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump found motor o-ring wear. (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.